Event description:
It was reported the patient had an advanced test on (B)(6) 2013. The lead was placed on the left s3 foramen. It was noted the case went extremely well and the appropriate responses were seen on all four electrodes at low amplitude during surgery. The patient was under monitored anesthetic care sedation. When the patient was alert in the recovery room she began to complain of pain in her back when she moved her right leg toward her chest without the test stimulator connected or turned on. The patient continued to complain of the pain and was evaluated by CT scan and had neurology consult. The patient was admitted to the hospital overnight and her back pain symptoms did not improve over the next 24 hours. At that point the physician decided to explant the lead and did so on (B)(6). It was noted the test stimulator was never plugged in or turned on at any point during her discomfort and the pain was on her right side of the body but she was implanted on the left. The explant went fine and no lead remained. The patient was doing well. No patient injury was reported.

Manufacturer narrative:
(B)(4).